Event description:
The pt had blistering/corneal erosions and milky/ hazy vision and pain after wearing the lenses. He tried separate lenses from the same box on different occasions and had the same results each time. He hasn't had this issue with any other lenses in 10 years of wear. The hospital letter states blistering and corneal erosions in the left eye.

Manufacturer narrative:
Unconfirmed infection. Method code: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results code: there is no clear indication that the device could have caused or contributed to the incident. Conclusions code: there is no sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.